Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a piece of one haptic torn. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter were measured and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, vision, blurring of. (B)(4) - explanted, refractive surprise. Evaluation method: lens work order search, medical review. Results: unable to perform a visual inspection of the lens due to the lens having been returned taped to a piece of paper. The lens was returned dry. Medical review: review of this file indicates that a refractive surprise of 2.0 diopters towards myopia was noted 5 days post implantation. The icl was exchanged with the same size and power which resolved the condition. The most probable root cause of this event is a mislabelled icl. To rule out this possibility, diopter and resolution of the returned icl must be performed. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to a refractive surprise. The patient complained of blurry vision. Another same model and diopter lens was implanted. The patient is doing well.